Manufacturer narrative:
This supplemental report is being submitted to correct the initial report and provide additional information. The correct result of the second microbiological testing by the user facility are as follows. Omsc was informed that the following microbes were detected from the sample collected from the device. [Second time; march 24th, 2021]: unspecified channel: enterobacter cloacae (<10 cfu). Instrument channel: staphylococcus epidermidis (<10 cfu). [Second time; march 25th, 2021]: suction channel: klebsiella pneumonia (100 or more and less than 1000 cfu), pseudomonas aeruginosa (100 or more and less than 1000 cfu). In addition, omsc investigated the reported event. Similar events have occurred in the past at the user facility. The instruction manual states the possibility of infection by insufficient reprocessing. The exact cause of the reported event could not be conclusively determined, because the result of microbiological testing performed by the third party laboratory after olympus europa se & co. Kg (oekg) reprocessed the device cleared the german guideline. However, based upon the past similar cases, there is possibility that the reported event was caused by the following: there was a difference in the device reprocessing method implemented by the user facility and oekg. Contamination occurred during sample collection for microbiological testing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus (B)(4) for inspection. The inspection confirmed followings; the distal end cap was dented. There was a deposit on the air / water cylinder. There was a deposit on the suction cylinder. The scope connector case unit was corroded. Then, (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the suction, the instrument, the air/water, the auxiliary water channels of the device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device. The customer sent the device to biosonic, an external agency of olympus (B)(4), and stated that the internal channel of the device was contaminated with klebsiella. [First time; (B)(6) 2021] unspecified channel: enterobacter cloacae (100 or more and less than 1000 cfu) the customer followed the procedure to reprocess the device and perform a second test. [Second time; (B)(6) 2021] instrument channel: staphylococcus epidermidis (10 cfu) suction channel: klebsiella pneumonia (100 or more and less than 1000 cfu), the device had been reprocessed with a non-olympus automated endoscope reprocessor, medivators isa, using peracetic acid. The customer also reported that the washing tanks and endoscope machine were negative. There was no report of infection associated with this report.